Event description:
A report was received that following the trial implant procedure the patient was experiencing pain in the left foot. The physician doesn't believe its device related but prescribed the patient percocet. The patient had a successful trial and is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2352-50e (B)(4) description:linear 3-4 trial lead 50cm a review of the manufacturing documentation of the leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.